Manufacturer narrative:
The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of refy0980 showed twelve other similar product complaint(s) from this lot number.

Event description:
It was reported the PICC line was cannulated without incident and no deterioration of the catheter was observed. Puncture and insertion without incident. After this, chemotherapy was started and a "drop by drop" leak was observed at the proximal end of the PICC (area where the syringe is connected). Before notifying the incident, we ruled out any broken accessories (bioconnector, syringe cone, etc.). We assume that it is a micro-tearing of the area. The patient has required the withdrawal of this product and the canalization of a new one.

Manufacturer narrative:
The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, applicable fmea documents, applicable manufacturing records, and labeling. Based on a review of this information, the following was concluded: the complaint of a leak at the luer hub is confirmed to be manufacturing related. (B)(4) 4 fr powerpicc catheters returned without product packaging and 18 additional sealed kits from lot: refy0980 were also returned. The catheters were infused with water. One of (B)(4) sealed kit samples were found to leak at the hub. Microscopic inspection of the purple luer adapters revealed a protrusion in the luer material within the orifice in one of the two open samples and three of the sealed 18 samples. The mold defects appeared to prevent firm attachment of the injection cap and luer lock syringe. The purple luer adapters were from mold cavity c. The mold defect appeared to prevent firm attachment of the injection cap and luer lock syringe; therefore, the complaint is confirmed. Bd is working closely with the manufacturing facility to prevent reoccurrence of the reported event.

Event description:
It was reported the PICC line was cannulated without incident and no deterioration of the catheter was observed. Puncture and insertion without incident. After this, chemotherapy was started and a "drop by drop" leak was observed at the proximal end of the PICC (area where the syringe is connected). Before notifying the incident, we ruled out any broken accessories (bioconnector, syringe cone, etc.). We assume that it is a micro-tearing of the area. The patient has required the withdrawal of this product and the canalization of a new one. (B)(6) 2022 - (B)(4) samples were returned for evaluation. This report addresses the first returned sample.